Manufacturer narrative:
Devices were requested but have not yet been returned to MFR for eval.

Event description:
Left knee tibial component loosened at 4 months. Aspiration negative for infection. Tibial components were revised approx 6 months postoperatively.